Event description:
As reported: "a voicemail came in today from a t&e sales rep from san antonio, tx regarding the breakage of 3 retrograde femur nails within a 9-day span. This patient was revised with synthese nails. There was non-union.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "a voicemail came in today from a t&e sales rep from san antonio, tx regarding the breakage of 3 retrograde femur nails within a 9-day span. This patient was revised with synthese nails. There was non-union.

Manufacturer narrative:
Correction - please refer to d1, d9/h3, h6 (method, results & conclusion codes). The reported event was confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The item received had broken in fatigue manner after an implantation period of approx. 4,5 months. The fracture pattern identified high loading. In the case presented a patient (no data given) had been treated with above nail. We received 2 undated x-rays showing the broken nail approx. At the level of the broken bone fragment. They were forwarded to a hcp for medical review. Since only 2 x-rays were available a clear decision regarding medical treatment was not possible because the period before nail breakage was completely missing. The only outcome was ¿there was some callus formation with time to consolidate, however, it did not happen. This seems to be the classical fatigue breakage of the nail, when there is no consolidation although the fracture site shows some hypertrophic/dystrophic callus formation and repair signs¿ the item broke due to axial overload which was regarded as patient related but contributed by the user. With available information a product deficiency was not verified.